Event description:
The customer reported via phone call indicating that they had low and high blood glucose but not hospitalized. Customer's blood glucose was 30 mg/dl. The customer stated that he has change diet to accommodate and straighten. Customer declined to troubleshoot for these issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.